Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A review of the provided image was performed. It appears that the grip tang of the instrument is bent outwards that likely contributed to the issue reported.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wrist on the force bipolar instrument broke and they were able to take the instrument out of the trocar. The procedure was converted to laproscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the second force bipolar k11240509 0445 was taken to use as a backup to complete the procedure but did not function as expected and the surgeon decided to convert to laparoscopic surgery. The initial reporter do not think there was physical damage. The conversion to laparoscopic did not result in increasing port size incision or adding additional ports. There was no injury to the patient due to conversion. No post-operative complications after the procedure. There was no bleeding. The tissue was not caught in the instrument. The tissue was not excised due to this event.